Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure and was not detected on the communication bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and was able to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failing cubie pockets with an error message. A field service engineer replaced the retractor band and reseated the row board cable to recover the drawer. The system functioned as intended after the field service engineer troubleshot the device.